Event description:
Boston scientific received information stating: patient was hospitalized on (B)(6) 2011 to (B)(6) 2011 for rv lead dislodgement. Patient complain of pleuritic pain and diaphragmatic stimulation. ICD interrogation: small r wave and increased of impedance. Treatment: the rv lead was revised on (B)(6) 2011. Event occurred in spain. No other details provided. (B)(6) 2011 additional information was received. Patient was at the emergency from (B)(6) to (B)(6) 2011. Patient came for fever caused by pleural effusion due to the previous rv lead dislodgement. On (B)(6) 2011 patient had a pleural puncture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).